Event description:
Procedure type: hysterectomy. According to the reporter: during placement of the endo stitch device across the vaginal cuff, the needle broke while normal pressure was applied by the operating surgeons, one half of the needle was retrieved from the vagina and the other half became embedded in the soft tissue between the vagina and bladder. Intraoperative fluoroscopy assisted with retrieval of missing portion of the needle which added 3 plus hours to the operating time.

Manufacturer narrative:
(B)(4). The hospital filed a medwatch report directly with the FDA uf/importer report number (B)(4).